Event description:
Mr. Cadwellender wants 100 sets of universal safety side rails from us. As pointed out in our letter of 5/8/95 to mr. Cadwellender, his beds are over (2) years old and we cannot take back his rails and replace them. His co bought our bed with full knowledge of the bed and its dimensions and side rail capabilities. We don't know how to mfg a bed that will keep a 94# person from getting between the mattress and the side rail if the care provider uses a standard mattress. Nor, do we know how to prevent a 94# pt from putting their arms or legs through a side rail unless the nursing home provides special mattresses or bolsters for special people.